Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 346 mg/dl after performing a supply change the previous night. The agent guided the user through another supply change using an inset 23" infusion set, confirming the cannula was intact. Follow-up showed bg trending down steadily. The highest blood glucose (bg) recorded was 346 mg/dl. Bg was corrected with a supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.